Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has experienced a loss or change of therapy. Patient reported that they saw the representative 3 or 4 weeks ago to have their ins battery tested - rep stated that was low and will need to be replaced soon. Patient was not feeling stim today (B)(6) 2017 and therapy was on. Patient was trying to increase and was feeling stim. Patient was having a lot of symptoms since (B)(6) 2017 (patient stated in the past 3 weeks). Patient was on a trip and took the batteries out of the programmer and it wasn't working when they tried to put the batteries back in since (B)(6) 2017. Patient was able to connect today (B)(6) 2017 and increased stim. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Event description:
Additional information was received from the patient. The troubleshooting/diagnostics performed to resolve the return of symptoms was the manufacture representative (rep) set the program and adjusted stimulation. The cause of not feeling stimulation and return of symptoms was determined, but frequency and leaking came back. The issue isn't resolved and the implantable neurostimulator (ins) needs to be replaced. This will be done on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.